Manufacturer narrative:
An event regarding instability of an unknown trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records by a clinician consultant indicated: this inquiry concerns a 75-year-old patient who at some unknown time following his index left total hip arthroplasty required revision for instability. No information was given regarding the work up for the cause of instability. X-rays that were submitted show satisfactory appearance. I can confirm that the patient underwent a primary total hip arthroplasty since I was able to see an x-ray with the implant in place. I cannot confirm any dislocations nor can I confirm that the revision took place except as it was documented in the summary. I have received no office notes, doctor's notes, or operation reports to describe the cause of the instability. I cannot determine the root cause of revision for instability with certainty. I do not have any information as to how long after the original surgery the instability occurred. In the early postoperative phase, instability is usually related to surgical technique regarding implant placement and leg lengths. Later on instability can be caused by stretching of the soft tissues. At any stage patient factors such as activity level and positioning can play a role in the stability of the joint. Given the information I reviewed, I would not assign any causality to the implant itself. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. Medical review performed by our clinician could not confirm that instability occurred after tha. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown 36 e liner; cat# unknown; lot# unknown. Unknown 36 + 2.5 ceramic head v40; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
Revised a cup and head due to instability of a left tha. Unknown date of orig surgery. Cup was 56 tritanium and head was 36 +2.5 ceramic. No allegations made against the implants.